Event description:
A healthcare facility in (B)(6) reported that a pressure problem was noted during a preventative maintenance check of an rd900 neopuff infant resuscitator.

Manufacturer narrative:
(B)(4). Method: the customer declined the repair offer for the complaint rd900 resuscitator and it was thus sent to fisher and paykel healthcare (B)(4) for investigation. The complaint manometer was fitted into a known good valve system and tested based on the neopuff technical manual. A known good manometer was fitted to the complaint valve system and tested based on the neopuff technical manual. In addition the maximum pressure relief valve was completely closed and the pip valve adjustment knob was rotated every quarter turn from fully open to fully closed and the pressure readings recorded to check whether there was a consistent rise in pressure. Results: the complaint manometer failed the performance test. The valve system passed the tests specified in the neopuff technical manual but it was observed that the pressure indicated by the manometer was inconsistent when the pip valve was adjusted. The pressure rise was also noted to be inconsistent. Conclusion: the neopuff appeared to have suffered physical damage, most likely due to impact of some description. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" in addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual. As part of our ongoing improvement initiatives, new fascia and valve components were introduced in (B)(4) 2010 to address the fluctuation issues, and a manometer gauge of a more robust design with an improved impact resistance was implemented in (B)(4) 2008.

Event description:
A healthcare facility in (B)(6) reported that a pressure problem was noted during a preventative maintenance check of an rd900 neopuff infant resuscitator.

Manufacturer narrative:
(B)(4). The complaint device has been returned to the service centre at our fisher and paykel healthcare regional office in (B)(6) and evaluation is currently in progress. We will provide a follow up report upon completion of our investigation.